Event description:
Pt came to the emergency dept with sudden onset of chest pain and shortness of breath. Pt underwent a cardiac catheterization during which there was a lot of bleeding around the site after the intra aortic balloon pump was deployed. The surgeon believes this was user error as the device had just been modified by the MFR and the users were not well versed in the new sheath design. Surgeon thinks the balloon did not expand correctly, possibly because the sheath cap was too close to the skin site which may have caused the balloon to kink. It is unknown whether the pt suffered an arterial tear secondary to the balloon deployment, but they appear to have suffered no long term sequela.